Event description:
It was reported that during a prostate procedure, the aiming beam of the first side-firing fiber was noticed to have commenced forward firing at 27,175 joules; the aiming beam of the second fiber commenced forward firing at 173,750; the aiming beam of the third fiber commenced forward firing at 78,110. The procedure was completed with a fourth fiber. "No harm to patient". This report is for the first fiber.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. The product was from customer inventory. Reference MFR report # 2937094-2013-00557, 00558 and 00574.